Event description:
Per the clinic, the device was explanted on (B)(6) 2013 for unspecific reasons. Additional information has been requested but has not been made available as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted due to migration of the implant body. This report is filed october 25, 2013.